Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
"According to the customer report, leakage occurs at the connection between the set and the infusion adapter during use. Detailed incident occurrence - after administering several drugs, I noticed that the area around the connection was wet while administering levofolinate (a non-anti-cancer drug). Contaminated with - bemasizumab (anticancer drug), levofolinate (non-anticancer drug), etc.".